Event description:
A us distributor returned a monitor and reported monitor was unable to complete detect and treat testing.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (unable to complete detect and treat testing) was isolated to the insulated-gate bipolar transistors (igbts) u15 on the defibrillator pca board being shorted. U16, u17, and u18 were also replaced as a precaution. The root cause for the shorted igbt was unable to be positively identified. There was no adverse event that resulted from the damaged monitor.